Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
Dealer is stating that the joystick has a short circuit, cable to the joystick is working intermittently.